Event description:
In 2008, it was reported the patient's stimulation was in the wrong location. Two months later, it was reported the patient felt stimulation in the wrong location following a revision. The patient felt stimulation in the side and abdomen but not in the back hips where it was needed. The date of the revision is unknown. An x-ray taken at revision showed the lead was properly placed. The trial worked but the implant does not. The manufacturer representatives tried very hard to restore stimulation to the correct location without success. The doctor had agreed to explant the device the end of 2008. Additional information has been requested from the hcp, but was not available as of the date of this report.